Event description:
The manufacturer received an allegation regarding a failed leak test. No patient harm or injury has been reported in relation to this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.